Manufacturer narrative:
Corrected information can be found in b2.

Manufacturer narrative:
Corrected information can be found in b1, b2 and h1.

Manufacturer narrative:
The device is not available to be returned for evaluation- it has not been received. The investigation is pending.

Event description:
The event occurred on an unspecified date involving a tego¿ connector where the customer reported that a patient undergoing home dialysis (hemodialysis) experienced a disconnection of the tego valve at the end of the dialysis session. This resulted in a hemorrhage requiring hospitalization. There was patient involvement and adverse event/human harm.

Event description:
Additional information was received on 31jan2025 as follows: the reporter stated that here was clinically significant blood loss, estimated to be between 51ml and 100ml, with an approximate 1-point drop in hemoglobin. The patient was reportedly anxious during the event. After the incident, the patient required 2 rbc units to be transfused on (B)(6) 2024 and required further monitoring during their hospitalization. The hemodialysis system that was in use at the time was hdq cycleur nxstage. Feinject, aranesp, citraflow were used with the circuit at the time. The dialyses line was a cassette avec puréma 1.6 m² hf nxstage, reference #: (B)(4).

Manufacturer narrative:
Received five new d1000 tego connectors for inspection. No defects or anomalies noted. The tego was accessed with a luer lock syringe to activate the devices. There were no issues connecting or a propensity to disconnect. The male luer of each tego was measured and found to meet iso standards. The reported complaint was unable to be replicated or confirmed. D9 - date returned to mfg: 26feb2025. Additional information can be found in b5, b6, d10 h6 health effect - impact code and h6 medical device problem code.